Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI # is unknown because the part number and lot number were not provided.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. An unspecified viatrac balloon catheter was used; however, the balloon ruptured during procedure. No additional information was provided.